Event description:
It was reported the patient underwent a right knee manipulation under anesthesia approximately two months post-implantation due to stiffness, arthrofibrosis, and limited range of motion. No further adverse events or revisions have been reported.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2022-00259. Concomitant medical products: femur cemented posterior stabilized (ps) standard right size 9 catalog#: 42500606602 lot#: 65130878. Tibia cemented 5 degree stemmed right size f catalog#: 42532007502 lot#: 65132227. All-poly patella cemented 35 mm diameter catalog#: 42540200035 lot#: 65271099. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10 medical devices: femur cemented posterior stabilized (ps) standard right size 9 catalog#: 42500606602 lot#: 65130878. Tibia cemented 5 degree stemmed right size f catalog#: 42532007502 lot#: 65132227. All-poly patella cemented 35 mm diameter catalog#: 42540200035 lot#: 65271099. Stem extension tapered cemented 14 mm diameter +30 mm length catalog#: 42557000114 lot#: 65263777. It was reported a patient had a total knee arthroplasty. Subsequently, two months later, underwent a manipulation under anesthesia due to arthrofibrosis. According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthropaedics and related research (how to treat the stiff total knee arthroplasty? A systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue.

Event description:
No further event information available at the time of this report.